Manufacturer narrative:
Maquet medical system, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). The sample was analyzed in the laboratory and it was determined that the leak was caused due to damaged fibers. The exact cause of the fiber damage could not be determined. An investigation to this type of failure is on-going. (B)(4).

Event description:
On (B)(6) 2012, at the (B)(6) hospital in (B)(6) it was reported that the 01970110 quadrox-I oxygenator without filter (lot number 70074491) was leaking blood from the gas outlet. The customer elected to replace the device. There was no patient impact. (B)(4).